Event description:
Pt reported infusion set tubing separating at the luer lock connection. She indicated this issue occurred in 2006 and 12 days later. Pt reported experiencing elevated blood glucose level of "hi" on blood glucose monitor (generally >600 mg/dl). She experienced symptoms of heart palpitations, tiredness, nausea, and vomiting. She tested for ketoacidosis using urine test strips and tested 160/moderate. Pt administered insulin injections, drank water, pedolite, and gatorade to balance her electrolytes. No medical assistance are required. Product was requested to be returned for eval.